Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken/bent to the lens. Unable to perform dimensional inspection due to significant lens damage. (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens of diopter -7.5/1.5/065 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2024 . On (B)(6) 2024 the lens was exchanged for a longer length lens due to lens rotation not associated to a low vault. The problem was resolved. The cause of the event was reported as unknown.